Event description:
A nurse was placing a blood sample on the blood gas analyzer when the syringe popped out and a small amount of blood on the tip spattered up and reached her face. The nurse was sent to occupational health and there was no treatment. The pt has no risk factors, and was negative for infections diseases. The event occurred due to customer's misuse of the analyzer. The analyzer states to place the syringe on the analyzer and then press start, but customer pressed start, allowed the probe to extend, and then put on the syringe. Further, per the manual, it is recommended to use gloves, mask and eye protection (glp).